Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. A sedr01 implantable pulse generator: implanted: (B)(6) 2008. A 4092 implantable pacing lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that within four days post implant, the right atrial (ra) lead was oversensing and had failure to capture. It was found that the lead was displaced. The ra lead was repositioned and remains in use. It was noted that the patient is part of the (B)(6) clinical study. No patient complications have been reported as a result of this event.